Event description:
A report was received that the patient did not like the position of the ipg. The patient underwent a revision procedure wherein the ipg pocket site was relocated. The patient was doing well postoperatively.